Event description:
We have reported ongoing concerns with multiple philips g5 intelliview anesthetic gas modules in our or's. These machines are relatively new to our facility. Our facility began using the g5 intellivue anesthetic gas modules (model m1019a) earlier this year. The facility immediately had problems with the g5 "locking up". The gases (desflurane, isoflurane, sevoflurane, halothane, enflurane, co2, nitrous oxide, etc.) Were displaying ???'s on the display patient monitor instead of displaying the measurement of what the gas was. This was occurring during different stages of the case, and even after the case when the pt. Has been disconnected and out of the room. Philips decided to replace the original 12 machines with new ones thinking the facility received a bad batch. The facility continued to have problems. Philips sent technicians from germany and andover to troubleshoot issues as well as having radio frequency and power experts look at possible environmental concerns. Their testing showed no obvious reasons for what was happening. The work around that the facility uses when the problem occurs is to power down the system and/or remove the data cable from the patient monitor for 10-15 seconds and then plug back in so the data will repopulate. The problem has not affected other patient information such as the ECG, and spo2. We have had three additional incidents reported to us, which now brings our total number of occurrences to at least 48. In communications with philips, it has been decided to downgrade the current software in these machines to the previous version in an attempt to alleviate these issues. We have continued to troubleshoot with philips and are hoping for a remedy shortly.